Event description:
"Tf431001, tf446029, tf485001" occurred during the use of this c2 in patients. When these tfs occurred, the ventilation operation of c2 was stopped. This phenomenon did not appear to hurt the patient, but temporarily reduced the spo2 from 99% to 94%.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used on a patient. The root cause was determined to be a defective blower and it was not possible to start ventilation. However, no repair was performed at the user's request and the device was removed from use. There was no patient or user harm.